Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was in the process of disconnecting the tubing set from the patient to saline lock the patient's peripheral IV when the nurse was unable to disconnect the tubing set from the neutraclear connector. The nurse had to break the neutraclear connector in order to disconnect the tubing set from the patient. There was no patient harm.

Manufacturer narrative:
Correction to follow up 1: omit 20028e from concomitant medical product.

Event description:
The customer reported that the nurse was in the process of disconnecting the tubing set from the patient to saline lock the patient's peripheral IV when the nurse was unable to disconnect the tubing set from the neutraclear connector. The nurse had to break the neutraclear connector in order to disconnect the tubing set from the patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse was in the process of disconnecting the tubing set from the patient to saline lock the patient's peripheral IV when the nurse was unable to disconnect the tubing set from the neutraclear connector. The nurse had to break the neutraclear connector in order to disconnect the tubing set from the patient. There was no patient harm.

Event description:
The customer reported that the nurse was in the process of disconnecting the tubing set from the patient to saline lock the patient's peripheral IV when the nurse was unable to disconnect the tubing set from the neutraclear connector. The nurse had to break the neutraclear connector in order to disconnect the tubing set from the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector was difficult to disconnect from the tubing set was confirmed. The reported breakage was observed on the male luer of extension set model 20028e, not on the valve as the customer reported. Visual inspection of the male luer tip¿s broken surfaces under magnification showed that the break was uneven and jagged, indicating an external application of force. Stress lines and small vertical cracks were also observed on the male luer collar and along the rim of the neutraclear female luer end. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was the external application of force to the male luer tip.